Event description:
It was reported that this was a venotomy closure of the right common femoral vein with a prostyle device using a 9f sheath after a pulse field ablation procedure. Reportedly, the device was successfully flushed prior to use. However, no blood return was observed at the marker lumen when the device was inserted. The device was removed, flushed again, and re-inserted. The device became stuck during advancement. The device was manipulated in the several attempts to remove the device. The proximal guide tube was intentionally broken but (remained attached) as part of the removal attempt. Surgical cutdown was performed to remove the device without injury to the patient. It was noted that upon removal, the distal guide had broken due to the manipulation while trying to remove the device (prior to the cutdown). Hemostasis was achieved via cutdown. A clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.